Manufacturer narrative:
The device was returned for analysis; however, the stent was deployed in the anatomy. The reported defective device¿undersized stent was unable to be replicated in a testing environment due to the condition of the returned device (stent not returned). Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. The image provided does show what appears to be an absolute pro self-expanding stent (ses) with a customer provided net length measurement of @ 33.48 millimeter (mm), provisionally confirming the complaint. This customer provided measurement is provisional and cannot be confirmed as accurate as only one (1) set of markers is visible. The measurement starts at this visible set of markers and ends at an area that clearly has no markers present radiographically. The stent pattern does appear to be compressed so there is the possibility that the user inadvertently compressed the stent during delivery or delivery system removal. Without a second set of markers being clearly visible the customer provided measurement cannot be confirmed as accurate. The absolute pro stent final length is created by laser cutting the pattern into a solid nitinol tube, therefore the stent length is fixed, although the pattern will allow for some minor length variations once deployed. With that information, a stent length change from @ 80 mm to @ 33 mm is highly unlikely. The report does detail lot history record, catsweb and other research performed by abbott to identify a root case originating at the manufacturing level. All research and investigations to date show no abnormal findings or additional similar customer complaints. Potential factors for an undersized stent include, but are not limited to; product mislabeled at manufacturing, deployment technique, anatomical conditions, or inadequate view of the deployed stent under angiography. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigation's have been established for possible causes. Additionally, at final inspection the stent is inspected for proper placement between the marker bands. In this case, having a 30mm stent within an 80mm distal sheath and the stent holder having the properly spaced marker band placement, the stent would be very obvious for an inspector to detect. There is no evidence to support an incorrect stent was placed into the catheter. It is possible that the curvature of the lesion and/or the inability to view the second set of stent markers possibly contributed to an inaccurate measurement of the deployed stent length; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the biliary duct with 70% stenosis. The supracore 35 guide wire was advanced without issues. The 10.0x80mm absolute pro 0.035 self-expanding stent (ses) was released and angiography showed that the length of the stent was only 33mm which could not cover the lesion. Another 8.0x120mm absolute pro ll self-expanding stent system (sess) was opened; however, the stent was noted to be about 20mm exposed and flowered from the outer sheath. An additional 8.0x100mm absolute pro stent was used to cover the entire lesion and complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.